Event description:
Related manufacturer report number: 2017865-2021-38642. It was reported that prior to discharge following a recent implant, it was noted that r wave measurements had dropped significantly. A chest x-ray showed that both the right atrial (ra) and right ventricular (rv) leads had pulled back. The patient was brought back to the operating room for a revision. During the revision additional slack was given to both the atrial and ventricular leads. There was no need to reposition the leads, the physician believed they were in good position but just needed additional slack. All measurements were normal. The patient was discharged in stable condition.